Event description:
Additional information received identified the issue has resolved.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report is for clinical study patient. It was reported inaccurate low measurements were observed through hf sensor. The sensor was recalibrated through right heart catheterization. Reportedly, the patient gained weight and had shortness of breath. The patient was treated based on clinical symptoms.